Event description:
Patient reported "have been experiencing pain and discomfort" and "rupture". Later patient reported "have a medically expressed suspicion of implant-associated anaplastic large cell lymphoma (bia-alcl). A definitive diagnosis is currently not available", and "intracapsular rupture, with suspected extracapsular silicone leakage". The biomarkers of cd30 positive and alk negative have not been reported or confirmed. This record is for right side. Device remains implanted.

Manufacturer narrative:
Clarification b3 (date of event): patient has been experiencing pain and discomfort for 2 months. The event of lymphoma - alcl - suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture; "medically expressed suspicion of implant-associated anaplastic large cell lymphoma (bia-alcl)".

Event description:
Additionally reported was capsular contracture, baker grade IV.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d4, g1, g2, h4, h6. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade IV.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.2, b.5.

Event description:
Previous medwatch submission noted lymphoma ¿ alcl. Upon further information, allergan has determined that the event of lymphoma ¿ alcl did not occur.